Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h8 and h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had intermittent loss of image.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited intermittent loss of image. The issue occurred during diagnostic procedure. There were no reports of patient harm.